Manufacturer narrative:
The axium device will not be returned for evaluation as the coil was implanted and the pushwire was likely discarded. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Recanalization of a large or giant aneurysm is a known complication of coiling treatment. This is same event as reported in MDR# 2029214-2015-05079

Event description:
Medtronic received a report of an aneurysm recanalization at the time of 2 years follow up post coiling procedure. The aneurysm was large and wide-necked with dome size of 20.5mm and neck size of 8.8mm. The patient was treated with 21 axium coils and 39 coils from other manufacturer without any issue. Five months after the recanalization was diagnosed, the patient was treated with a surgery to perform internal trapping and the superficial temporal artery to middle cerebral artery (sta-mca) bypass . The patient is fine; no adverse event has been reported from the customer.